Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek meter serial (B)(4). At approximately 11:00 am, the result from the meter was 6.2 inr and the repeat result was 3.7 inr within 10 minutes. The customer used different fingers for the fingersticks but used the same lancet. At approximately 2:00 pm, the laboratory result was 3.2 inr. The laboratory method was asked for but not known. There was no allegation of an adverse event. The customer was feeling "fine". The customer's therapeutic range was 2.0 - 3.0 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no changes in diet, no new illness, no changes in warfarin, no bleeding, and no bruising. The returned test strips were measured at the returned meter with liquid qc of a high level in comparison to masterlot on internal reference meter. Qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). No error messages occurred during the investigation. Retention test strips (lot 286320-21) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.